Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Did not notice any external damage but something was broken loose inside the pump. Error history log review found a syringe empty alarm. The root cause of the reported issue was found to be a result of the customer's impact to the device. Actions were taken to mitigate the reported issue: replaced broken carriage, also plunger tube because one of the screw was broken off. Installed missing rubber foot.

Event description:
It was reported that the pump was not detecting syringe. No patient injury was reported.